Event description:
It was reported that device interrogation showed an alert for high, out of range high voltage lead impedance. The patient was admitted to the hospital and options will be discussed with the physician. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.